Manufacturer narrative:
The devices were received for analysis. The investigation is anticipated; however, not yet begun. Therefore, results are pending and a supplemental report will be submitted, once the investigation is complete.

Event description:
It was reported an implant had failed. Additional information was received, and a patient had 3 implants placed on (B)(6) 2016. Tooth # 30, received a 5.0x10 mm implant, while teeth 21 & 23 received, 4.3 x 10 mm implants. The implants were checked for integration on (B)(6) 2016, via a torque test. It was noticed that the implants spun due to failure to integrate. The implants were placed in a previously grafted site. They were explanted on (B)(6) 2016. The doctor stated that nothing abnormal was observed with the implants; however, there was some bone loss caused to the patient after extraction. The patient received a bone graft on (B)(6) 2016. The current patient condition has been stated as "satisfactory". {please reference 0002031503-2016-00084/p2016-216a & 0002031503-2016-00086/p2016-216c}.